Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump is displaying an error message randomly while running that reads "delivery too slow". The administration set was changed, but it did not clear the error message. Infusion was not life sustaining. No patient injury resulted.

Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. A review of the event history log evidenced the reported error code regarding the slow delivery. The product problem was also replicated during testing. The investigator replaced the inoperable mp board in order to correct for the primary problem. The investigator also replaced the damaged air detector, scratched lens, keypad, and overlay. The pump was then loaded with new software. The pump was then calibrated. The device subsequently passed all the functional tests after these measures were taken.